Event description:
It was reported that the user forgot to meal announce at dinner and later observed blood glucose nearing 300 mg/dl, after which they were advised to allow the ilet to deliver insulin and to perform a supply change to ensure sufficient insulin overnight; subsequent follow-up indicated blood glucose around 269 mg/dl trending down at a slow rate, with the user feeling well and using a freestyle libre 3 plus sensor. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included troubleshooting and education completed with no hospitalization. Investigation included complaint intake review and user guidance on continued automated insulin delivery and infusion supply change. Investigation of this case revealed no device malfunction reported or observed and user-related use error due to missed meal announcement as the likely precipitating factor for hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was use error with no device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.